Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls. Analysis also identified overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
The intrathecal infusion device was returned with no allegations. No further information was provided.